Event description:
It was reported that the system displayed cine disk error. As a result, the cine function was not operating. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk, backplane and associated cabling were evaluated and replaced. The system was tested and found to be working as intended and returned to service.